Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 225 mg/dl. The customer declined troubleshooting for high blood glucose. Customer reported the following symptoms related to their high blood are nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported multiple large bubbles were present along the tubing length. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.